Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were feeling unwell and their legs felt weak. The patient stated that they could not remember the cgm or bg values; however, they indicated that the cgm was not showing a low value or alert. The patient felt that the reading on the cgm was incorrect and they checked their bg to find the difference in values to the cgm. The patient treated herself with 160 ml of lucozade and a kit-kat chocolate biscuit. At the time of contact, the patient was doing fine. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be determined. A root cause could not be determined. It was reported that the patient did not calibrate after the inaccuracy. Dexcom labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.